Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/23/2013 to 10/24/2013. The device was received for evaluation. Visual inspection verified the reported no flow situation. Microscopic inspection identified that the direct cause of the reported condition was micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced no flow. The device was set to deliver haloperidol, midazolam and saline solution to the patient over five days. The reporter stated that between the second and third day the device stopped delivering the drug. There was no patient injury or medical intervention associated with this event. No additional information is available.